Manufacturer narrative:
The reported device was returned for product evaluation. The product was received inside a plastic bag without its original packaging. Visual inspection found the device to be in good condition with no abnormalities or faults observed. During functional testing, a syringe and pressure gauge were utilized to fill the cuff with air; no immediate loss of pressure in the cuff was observed. The inflated cuff was then left to rest for a one hour period. After one hour, the device was inspected. No cuff reduction was observed; the cuff remained fully pressurized. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.

Event description:
User facility reported that the device was in use with patient for 3 hours. According to reporter, air was found leaking from the cuff after 3 hours' use. No adverse effects to patient reported.